Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6) 2024, it was reported that the patient faced a leakage of infusion set. The infusion set was used for 1-2 days and site was patient's tummy. No further information was available.